Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was not impacted. As the customer had changed out their supplies and was not currently receiving an alarm, tandem technical support was not able to perform troubleshooting to help determine a possible cause of occlusions.